Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) system was removed due to a (B)(6) infection approximately twelve weeks post implant. It was suspected that the infection started at the ipg device. Cultures were taken. Mrsa was noted. The patient was treated with antibiotics. The patient was not pacing dependent. The ipg system was replaced with a leadless ipg approximately two weeks post removal of the ipg system. No further patient complications have been reported as a result of this event.